Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. Customer reloaded the cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.